Event description:
Reporter indicated that the site's programming wand would not establish communication with a patient's generator. Troubleshooting was performed by a manufacturer representative, which did not resolve the issue. There appeared to be an issue with the wand staying powered on, even after a new battery was inserted into the wand. The suspect device has been returned to the manufacturer for analysis, but analysis is not yet completed.